Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after leaving the clinic, the patient experienced error alarm e10037. Replacing the battery did not resolve the issue, as the alarm reoccurred immediately. The battery was removed again, the tubing was clamped, and the patient was advised to contact the clinic. Doxorubicin was being infused at the programmed rate of 25.5 ml/hour. The remaining and delivered volumes were unknown. There was a patient involvement and there were no additional adverse consequences.